Event description:
It was reported that the patient's personal diabetes manager (pdm) shut down after attempting to administer a bolus and would not turn back on. The patient ordered a new pdm and expected delivery at 4.30pm, however it was delayed and did not arrive until after 5pm. Whilst waiting for delivery, the patient attempted to deliver a manual insulin injection and gave herself 100 units "by mistake," and blood glucose levels (bgs) dropped to 2.5 mmol/l (36 mg/dl) and the patient went to the hospital. At the hospital, the patient was given sugar via intravenous fluids to raise bg levels, the patient was discharged after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.